Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2025, when using the product at the hospital, the guidewire was difficult to push in when it reached a depth of about 10 cm. Repeated attempts were unsuccessful, and the front end of the guidewire was severely deformed. For the safety of the patient, a new set was opened and the guidewire was successfully inserted. The puncture was completed successfully.